Event description:
Allegedly the neck was implanted and revised in 2012 due to dislocation.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).